Event description:
The pump reportedly shut off during an infusion. The pump was set to infuse antineoplastin as21, 995ml solution over 22 hours on pump side a, and antineoplastin a-10, 120 ml solution over 22 hours on pump side b. The medications are reportedly investigational chemotherapy agents. The pt's family reported that "pump side b kept shutting off in the middle of the infusion." Side a infused as programmed. It was not known if any alarms sounded. They were able to re-start the pump several times before it was switched out. It would run awhile and then stop. There were no adverse effects to the pt. No further info was available.